Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that patient had a previous gynecological repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that she experienced undisclosed injuries. Other procedure was captured in separate files. No additional information was provided.